Manufacturer narrative:
The history record for the lot number provided will be reviewed, and the results will be added to the database for trending purposes. (B) (4) additional info from the user facility report: shiley trach tube. Covidien, (B) (4)

Event description:
Uf report (B) (4) was received by mail containing the following info: a (B) (6) female, date of event: (B) (6) 2010, date of report: 04/27/2010. Event description: the pt became unstable, clinicians checked trach tube and could not get it positioned again in the proper manner (felt the balloon was not inflated properly). Extubated pt and replaced trach tube. Device is not available for return. Add'l info from user facility: device usage problem: device malfunction - that is, the device did not do what it was supposed to do.